Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, front cover with multiple scratches, enclosure cracked under the quick connect, and reservoir gasket is worn out. Per functional testing, the complaint was confirmed. The root cause was wear and tear from daily use of the drain tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that there was leaking from the tube where you take the water out. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.